Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), daughter, is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/24/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history (date / time not set): the 165mg/dl (B)(6) 2016 06:52 am fasting: yes, the 176mg/dl (B)(6) 2016 08:23 am fasting: yes, the 249mg/dl (B)(6) 2016 01:16 pm fasting: yes, the 183mg/dl (B)(6) 2016 09:40 am fasting: yes, the 191mg/dl (B)(6) 2016 08:45 am fasting: yes.